Event description:
Patient's mom states, "after rolling the vial in my hands twice there was still debris that looked like undissolved tiny specks of medicine, so I tossed it (product not available for return) and used another one with no problem." Caregiver/mom is requesting a replacement vial of gattex.

Manufacturer narrative:
Investigation in pending sample return.